Manufacturer narrative:
The pump was returned empty. The pump was refilled with 270ml of 0.9% saline. The pinch clamp was opened and the infusion was observed at the distal luer. Flow accuracy testing was performed with the pump. After 202.5 hours of testing, the pump yielded a flow rate of 0.83ml/hr which is within specifications with a +/- 15% tolerance. The pressure pot testing was performed on the glass orifice. The tubing was detached from the pump, and attached to a pressure gauge. The average bladder pressure used was 9.58psi. The filter was removed from the tubing for this test. After 10 hours the glass orifice yielded a flow rate of 1.12ml/hr which is within specification with a +/-15% tolerance. The evaluation summary concludes that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. Based on the complaint description the root cause is deemed to be unknown. The fast flow complaint is not confirmed. The sample evaluation concludes that pump flow rate met specifications flow accuracy testing. Using the average bladder pressure, all flow rates were observed meeting specifications. A use review concludes that the user used product in accordance with the instructions. User or the facility conditions is not the contributor to the incident. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, 0202148332, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 199 ml. Flow rate: unknown. Procedure: unknown. Cathplace: IV catheter. Pump started: (B)(6) 2016 at 11:50am. Pump ended: patient reported (B)(6) 2016 5:00pm. A report was received stating a 7 day pump only lasted 5.5 days. There was no associated adverse event. Additional information received stated the device was at room temperature, the pump was carried under clothing and at the same level as the catheter. The pump was filled using a syringe. No additional information was provided. .